Manufacturer narrative:
No evaluation possible at this time. The implant have not been removed from the patient nor has the identifying part and/or lot number been provided. Attempts to obtain additional information have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post-op x-ray revealed the shank of an arsenal screw fractured and broke.